Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The patient stated that the device had created a significantly dangerous condition for their health. The patient indicated that the inaccuracy had caused both high and low blood sugar episodes that have caused pain, suffering and serious medical conditions. No additional event dates or details were provided. Further information is not available.